Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customers allegation of the screen distortion / image disappearing could not be reproduced. Since the customers allegation did not reproduce, it did not lead to the identification of the factor in which the failure occurred; a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus representative reported (on behalf of the customer) that during a diagnostic procedure, the image on the visera pro video system center was distorted and disappeared. The intended procedure was completed successfully with a similar device. No patient injury or procedure impact was reported.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. An additional issue with the device's battery being drained was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.